Event description:
It was reported by the rep that the (1) tlc75 was used during an unknown procedure. It was reported that the instrument lockout engaged. The surgeon tried to fire the instrument, but was unable. A replacement cap was pulled for the case. There was no pt consequence.